Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump noted. Unable to verify battery out limit alarm due to no button response. Also received with cracked case at the display window corner and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 108 mg/dl. Troubleshooting was performed. The device was returned for analysis.